Event description:
It was reported the patient presented in the hospital for elective generator replacement. The pace/sense portion of the rv lead could not be removed from the device header. The physician used force to release the lead, breaking the header in the process. The device was explanted and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported setscrew anomaly was not confirmed in the laboratory. The device was returned with a damaged header and without the rvtip and rvring septa and setscrews. Due to the return condition, the cause of the reported field event could not be determined.